Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after performing a sync shock, externalized conductors were observed via x-ray. Low, out of range, high voltage lead impedance was observed. The lead was capped and replaced.